Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mid left anterior descending artery. A 1.20mm x 12mm emerge push balloon catheter was advanced but failed to cross the lesion due to calcification. The device was inflated; however, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a mid left anterior descending artery. A 1.20mm x 12mm emerge push balloon catheter was advanced but failed to cross the lesion due to calcification. The device was inflated; however, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.